Event description:
The device was returned to the biomedical engineering department with an unsigned note that indicated that the device "runs faster than programmed." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. Though requested, no additional information was provided.